Event description:
Add'l info rec'd from MFR 5/26/04: macropore biosurgery has investigated the referenced user medwatch report and has determined that the reported incident does not require a medical device report to be filed by macropore. A macropore rep met with dr and discussed the details of their experience with the surgiwrap product. Dr had not previously used the surgiwrap product and was unfamiliar with the application and degradation properties in-vivo. Surgiwrap is labeled as a surgical mesh for soft tissue support and is composed of poly (l-lactide-co-d,l-lactide) film that is bioresorbable. Dr stated that the pt's state of health was not affected by the product or the prolongation of the procedure that was due to the tendency of the product pieces to stick to the doctor's laparoscopic instruments when they re-operated to revise a colostomy. There were no reported signs of inflammation or other pathology that could be attributed to the surgiwrap product. There was no indication of product malfunction. A point of clarification is that dr made note in the medwatch report of the product being an "adhesion barrier". Surgiwrap film is not labeled or promoted as an "adhesion barrier".

Event description:
Pt had sigmoidectomy with colostomy for diverticular stricture in 2003 with placement of surg-I-wrap. Two weeks later, reporter returned to do laparoscopic take down of colostomy. Omentum was adhesed to anterior abdominal wall. Small multiple plastic like pieces interfered with exposure and often sticking to the lens and tissue-prolonging the operation.

Event description:
Macropore biosurgery has investigated the referenced user medwatch report and has determined that the reported incident does not require a medical device report to be filed by macropore. A macropore representative met with dr. Of facility and discussed the details of her experience with the surgiwrap product. Dr. Had not previously used the surgiwrap product and was unfamiliar with the application and degradation properties in-vivo. Surgiwrap is labeled as a surgical mesh for soft tissue support and is composed of poly (l-lactide-co-d,l-lactide) film that is bioresorbable. Dr. Stated that the patient's state of health was not affected by the product or the prolongation of the procedure that was due to the tendency of the product pieces to stick to the doctor's laparoscopic instruments when she re-operated to revise a colostomy. There were no reported signs of inflammation or other pathology that could be attributed to the surgiwrap product. There was no indication of product malfunction. A point of clarification is that dr. Made note in the medwatch report of the product being an "adhesion barrier". Surgiwrap film is not labeled or promoted as an "adhesion barrier".